Manufacturer narrative:
One device was received for evaluation. Customer complaint of ¿it was reported that there was no battery power.¿ by testing unit with batteries and unit would not turn on. Visual and functional testing was performed. Upon further investigation, found dso seal was lifting. Replaced dso seal. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
It was reported that there was no battery power. The event occurred during testing. There were no patient involvement and harm.